Event description:
The home patient reported a 2240 alarm during drain 1/4 of automated peritoneal dialysis with the homechoice machine. The patient forgot to press stop when pt disconnected to use the restroom. The patient discontinued treatment and finished their treatment with new supplies. There was no patient injury or medical intervention reported by the home patient.